Event description:
It was reported that there was an increase in threshold and a loss in capture on the ventricular lead. It was also reported that there was an increase in threshold on the atrial lead. There was no output from the device as the patient's intrinsic rhythm was 30 beats per minute. The device was reprogrammed to change sensitivity of the leads. It was later reported the device was removed and replaced. The ventricular lead was capped and replaced. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that there was an increase in threshold and a loss in capture on the ventricular lead. It was also reported that there was an increase in threshold on the atrial lead. It was also reported that there was no ouput from the device. The device was reprogrammed to change sensitivity of the leads. The leads remain in use. The device was scheduled to be replaced. No patient complications were reported as a result of this event.